Event description:
It was reported that patient was hospitalized due to the high blood glucose with associated vomiting, loss of consciousness, positive ketone bodies and treated with insulin via correction pen on (b)(6) 2025. Duration of stay in hospital was less than twelve hours.

Manufacturer narrative:
Based on the available information, this event is deemed to be a Serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA Registration Number:Reporting Site: 8021545,Manufacturing Site: 3003442380.